Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20808343, expiration date 12/31/2014). (B)(4).

Event description:
Customer received a result of 20 mmol/l on the mobile system, and a result of 6.3 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.